Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Medical records review indicates that patient is meeting with an orthopaedic surgeon due to continuing and ongoing chronic problems with the zimmer, biomet persona knee systems installed now. Both knee nerve ablations. Left knee revision surgery to be scheduled after next right knee surgery. This event is for pain and is considered a serious injury as illness or impairment which requires hospitalisation, medical intervention and/or surgical intervention has occurred. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient had nerve ablations performed due to chronic problems post implantation. The patient is planning a left knee revision surgery, no revision procedure has been reported to date. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). D10 - medical product: femur cemented plus catalog # 42504606211 lot # 64683455. Tibia trabecular metal two-peg porous fixed bearing catalog # 42530007101 lot # 64202289. Standard primary patella catalog # 00587806532 lot # 64296443. H3: customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.